Event description:
An operating room manager reported lint has been found in patient's eyes post-operatively. The site believes the source of the lint is possibly the 4x4s, included in their pack, that is used to wipe the powder off their gloves. The manager stated that none of the patient's have had to have a secondary procedure to remove the lint, but it is unknown if the surgeon removed the lint during the office visits or left the lint in the eyes. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).